Event description:
Caller states patient tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.8 inr. Patient's coumadin dose was held for 1 day, and then the dose was adjusted. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that during use of this shaver blade in an arthroscopic elbow procedure, metal shavings were observed in the surgical site. F/u with the customer found that not all metal shavings were retrieved though irrigation and suction. There was no report of serious injury or significant surgical delay related to this event. The surgery was completed using another shaver blade.